Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s display became unresponsive and frozen on the 7-day report, allowing interaction only with the unlock slider; attempts to perform a firmware update were unsuccessful, and a replacement pump was arranged with instructions provided to shut down the device and to return the original unit. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no injury, no hospitalization, and continued glucose monitoring via the dexcom g7 application or receiver. Investigation included technical troubleshooting by support and logistical coordination for device replacement and data return guidance and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a display or user interface failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display or user interface.